Manufacturer narrative:
(B)(4).

Event description:
It was reported "when opening the set, the doctor noticed that the guide wire was bent." The device was replaced. This was found prior to use. There was no patient involvement.

Event description:
It was reported "when opening the set, the doctor noticed that the guide wire was bent." The device was replaced. This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis. The complaint of a kinked guidewire was able to be confirmed by the photo. Visual analysis also revealed slight creasing on the pouch. The customer also returned one, opened arterial kit for analysis. The returned sample matches the sample pictured in the customer photo; however, a large crease mark was noted on the pouch. This crease mark was not present on the pouch shown in the customer supplied image. Therefore, it is assumed that this occurred while in transit to the investigation site. The crease marks visible in the customer supplied image are still present on the returned pouch. Visual analysis confirmed that the guide wire was kinked. Bending was noted towards the proximal end of the tubing. A crease mark was also felt when rubbing the tubing with a glove hand. The kink on the guide wire measured 77mm from the weld. The guide wire length measured 350mm, which is within the specification limits of 345mm-355mm per the guidewire product drawing. The guide wire outer diameter measured 0.51mm, which is within the specification limits of 0.508mm-0.533mm per the guidewire product drawing. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The returned lidstock was analyzed. The words "do not bend" are visible on the top the lidstock. The IFU provided with the kit informs the user, "do not use if package is damaged". The report that the guide wire kinked prior to use was confirmed through analysis of the returned sample. Visual analysis revealed a single kink around the middle of the guide wire. Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. The warning "do not bend" is visible on the top the lidstock provided with this device. Based on the customer report and the sample received, storage/shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.